Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Monitor was replaced and the system was run for 1 hour with no issues noted. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the monitor occasionally flickered without displaying any error messages. The manufacturer representative reseated all connections at the back of the monitor, including tightening the grounding cable. This temporarily resolved the issue, but the screen began flickering again after a while. When they connected the high-definition multimedia interface (hdmi) cable to an external monitor, the external monitor displayed no issues. However, when reconnecting the hdmi cable back to the main cart monitor, the flickering resumed after some time. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735765, product ID: 9735856, product ID: 9735795 . H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.